Event description:
It was reported to philips that the geometry movements were not available during an examination. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary angiography procedure. The procedure was delayed for one hour and it was completed by restarting the system. Customer reported that the c-arm was unable to move. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the device was out of warranty the customer did not request the service quotation. To date, there have been no further reports of this issue.